Event description:
The customer reported that the fluoro unit goes up 120 kv 6.4 ma which is the maximum the unit can put out; however, the screen is black with no image.

Manufacturer narrative:
The unit was not displaying a live fluoro image on the monitor. Also, the kv and ma were driving to max. The ge rep found that the system was producing x-ray. He investigated the image loop to find a problem. He removed and reseated the image processor board. The problem could not be duplicated. He removed and replaced the interconnect cable, lemo receptacle, image processor board, video control board and passive backplane. He verified that the system is working as intended.